Event description:
Event description guidant received information that upon interrogation at a 3 week follow-up visit, this pacemaker, which is included in the bounded population of the c2 capcaitor advisory, was uanble to be interrogated, there was no magnet reponse. The patient had an intrinsic rhythm of atrial fibrillation,50 beats per minute. He had no adverse effects. Two different programmers were used, and different rooms, also. A variety of troubleshooting methods were attempted.